Event description:
Stent deployed across the left subclavian vein: during venagram post deployment, it was observed the protege stent was fractured. No pt injury reported at this time. This access is now thrombosed and no further access is allowed. The physician performed a new access using a split catheter in the right jugular.

Manufacturer narrative:
Device will not return for analysis.